Event description:
It was reported "during a foot surgery, as the doctor screwed the snap-off screw into the pt, the screw snapped in half". There was a second screw but it 'seemed weak' and was not used. Both screws were discarded. The doctor removed the broken screw with a different manufacturer's screw set and used that manufacturer's screw to complete the surgical procedure. There was a 15 to 20 minute delay in surgery due to this malfunction. There was no injury to the pt reported."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.